Manufacturer narrative:
Device was used for treatment, not diagnosis. It is unknown when the subject screw broke postoperatively. It is unknown if the revision surgery was a planned procedure or if the surgery was performed to address the broken screws and/or a medical issue. Additional information was not available for reporting. (B)(4). (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The subject device has been received and is undergoing investigation. The results of the investigation are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during surgery to removal of plate and screws from patient's right radius on (B)(6) 2016, the surgeon found that two (2) 2.4mm locking screws in the distal holes of the plate had been broken at the screwhead. The surgeon removed the broken screws using radio pliers. Six (6) additional screws and the 2.4mm variable angle locking compression plate were removed intact. The surgery was extended for 30 minutes due to the complaint event. It is unknown when the device were initially implanted. (B)(4).

Manufacturer narrative:
An investigation is performed on the subject device (2.4mm ti locking scr slf-tpng with stardrive recess 16mm, part number 412.816s, lot number unknown). The lot number of the subject device was not provided and therefore a review of the manufacturing documents is not possible. Based on the outside dimension the reported article number is confirmed. The relevant dimensions at the fracture face cannot be verified anymore due to the place of the breakage at the crossover from the shaft to the head and because the shaft is damaged from the removal without the head. The fracture face of both devices is homogenous, which indicates material conformity. Based on the provided information we are not able to determine the root cause of this occurrence. Referring to the provided information the breakage of the screw was detected during the removal surgery. Therefore we assume that a fatigue failure occurred while the healing process. One variable angle-locking compression plate (va-lcp) plate part 04.111.630s was send back together with 5 unknown locking screws and 1 cortex screw 401.770. The visual investigation shows that all devices are intact and do not show marks or damages. The slight wear marks on the locking threads can be associated with the screw locking procedure during insertion. There is no indication that the plate did contribute to the reported distal screw breakages. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported as: unknown locking screw (part # unknown, lot # unknown quantity 5), 2.4mm ti cortex screw self-tapping with t8 stardrive recess 20mm (part # 401.770, lot # 2821012, quantity 1), 2.4mm ti va-lcp 2-clmn vlr dst rad pl 6h hd/3h shaft/rt-ster (part # 04.111.630s, lot # 9696548, quantity 1).